Event description:
Additional information received from the consumer reported that regarding steps taken or would be taken to resolve the suspicion that the implantable neurostimulator seemed tilted and stuck out was that the first step was to change the charging device that charges the internal battery. The issue had not been resolved. It was also stated that no one had taken the time to explain to them how the device worked and were very upset with the process. It was stated to still not be working proper, and that they had to lay in their bed for 3 to 4 hours to geta charge out of it. The patient was very disappointed and not happy about the situation.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was something wrong with his recharger, it could take him an hour to get any coupling boxes and he could only get four boxes when connected. The patient stated he had to lay in bed for hours and couldn't charge the device to full. The patient was getting good therapy. A reposition antenna screen and poor coupling screen were seen and repositioning the antenna did not resolve the issue. The patient performed the antenna locate feature and was able to achieve eight boxes, however, it he took his hand off the device he would only get two boxes. The patient reported that the implant seemed tilted and stuck out. The indication for use was spinal pain. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.